Event description:
A healthcare professional called about the elite meter that they use in the office. A pt's glucose was tested using the elite meter and the reading was 136 mg/dl. The pt's glucose was tested using 2 other meters and those readings were 300 and 337 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting, so no product will be returned at this time.